Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events (cardiac arrhythmia, multisystem organ failure, patient expiration) cannot be conclusively determined through this investigation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, contains the following information: lists cardiac arrhythmia, multiple types of organ failure, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Lists cardiac arrhythmia as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2022 due to multisystem organ failure. Prior to the patient¿s expiration, the patient experienced recurrent ventricular tachycardia, which was treated with antiarrhythmic drugs, implantable cardioverter-defibrillator adjustments, ganglion blocks, and stereotactic radiation therapy. The patient had a history of arrhythmia prior to ventricular assist device implant, and the ventricular tachycardia was not considered to be device related. The patient expiration was not considered to be device related and heartmate 3 left ventricular assist system (lvas), serial number (B)(4), was reported to have been operating as intended. The device was not returned for evaluation.